Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes had clotting/micro clots and clogged/blocked instrumentation probe. No serious injury medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, the customer samples were tested along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to clotting were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation and testing of the customer and retention samples the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. However, photo was evaluated and the indicated failure mode for clotting with the incident lot was observed. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.